Event description:
During routine testing, the customer found that the device charge, sync and energy select buttons were not functional. The device was unable to deliver defibrillation therapy using the hands free therapy cable. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined the cause for the reported issue to be an intermittent failure of either the main keypad assembly or the user interface interconnect cable assemblies. Physio replaced the main keypad assembly and the user interface interconnect cable assemblies to observe proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. The specific cause of the reported issue was not determined.